Event description:
A ventilator was returned to a third party service center for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device's lcd screen was observed. The device¿s lcd display was replaced to address the issue.